Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have suspended insulin pump in order to work out. Customer reported that when attempting to take insulin pump out of suspend insulin pump would not fully come on or fully load even after battery change. Customer also reported that insulin pump had a constant beep. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with intermittent blank display followed by a watchdog alarm due to moisture damage at the electronic assembly. Unable to perform the self test, error test, displacement, rewind, basic occlusion, occlusion, prime, or excessive no delivery tests, or check the operating currents/low battery alarm due to the intermittent blank display. The pump was received with minor scratches on the display window.